Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong nxt clearvue catheter and one photograph of a product label were returned for evaluation. An initial visual observation of the video showed a groshong nxt clearvue catheter inserted in a patient¿s arm with a syringe of clear liquid attached to the luer hub. Small drops of clear liquid were observed to be actively flowing out of the catheter tubing. Due to the quality of the video, no details of the leak site on the catheter tubing could be discerned. An initial visual observation of the photograph showed a product label with the corresponding batch number (rekn1807). There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that thursday, (B)(6) 2025. The patient presented at the PICC clinic of hospital. A specialized nurse performed a PICC catheterization procedure. Prior to catheterization, the catheter was pre-filled and flushed with saline. Due to the small volume of pre-filled fluid, leakage at the puncture site was not promptly detected. Following successful catheter placement, during blood withdrawal and pulse flushing, leakage was observed approximately 3 cm outside the puncture site. The specialized nurse subsequently trimmed the catheter. No adverse effects were observed in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.